Manufacturer narrative:
It was reported that the patient underwent mesh implantation due to urinary incontinence and stress urinary incontinence. Following implantation the patient experienced pain, infection, erosion, extrusion, urinary problems, dyspareunia, organ perforation and vaginal scarring. It was reported that patient underwent excision of mesh, cystoscopy and urethrotomy on (B)(6) 2011 and excision of mesh, cystoscopy on (B)(6) 2011 due to erosion of mesh and pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissues, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including surgeries in (B)(6) 2011 and (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, frequency, urgency, urge incontinence, vaginal pressure and discomfort, severe bladder spasms, yeast infection, and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced dysuria, frequency, urgency, urge incontinence, vaginal pressure and discomfort, severe bladder spasms, yeast infection, and atrophic vaginitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection and incontinence.

Event description:
It was reported that following insertion patient experienced urinary tract infection and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05508. The same patient is represented in each medwatch.